Event description:
The following has been reported to hamilton medical ag on 25 april 2024 it was reported that during servicing hamilton t1 ventilator (sn (B)(6), in test-> comp test-> pneumatics 2-> o2 input test, when o2 is connected to the unit and the test is started, unit displays: " oxygen supply failed" but there is a supply of o2 to the unit. Oxygen supply failed (with sw version 2.1.7 or higher). Potential root cause associated to this issue could be related to: hpo gas supply out of specs or not available, defective proportional valve (mixer assembly), defective qo2 flow sensor (mixer assembly), defective driver board (driver stage). Accordingly, the following correction could be considered: check o2 inlet filter. Replace it if necessary (pn160497) check hpo supply if in specs (2.8 to 6 bar , medical oxygen), flow: 40 to 120 l/min stpd check o2 mixer in service software tests/calib- comp test->o2 input, page no 2112 replace o2 mixer assembly if test fails replace driver board if problem remains according to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 25 april 2024. It was reported that during servicing hamilton t1 ventilator (sn (B)(6)), in test-> comp test-> pneumatics 2-> o2 input test, when o2 is connected to the unit and the test is started, unit displays: " oxygen supply failed" but there is a supply of o2 to the unit. Oxygen supply failed (with sw version 2.1.7 or higher).. Potential root cause associated to this issue could be related to: -hpo gas supply out of specs or not available. -defective proportional valve (mixer assembly). -defective qo2 flow sensor (mixer assembly). -defective driver board (driver stage). Accordingly, the following correction could be considered: - check o2 inlet filter. Replace it if necessary (pn160497). - check hpo supply if in specs (2.8 to 6 bar , medical oxygen), flow: 40 to 120 l/min stpd. - check o2 mixer in service software ->tests/calib->comp test->o2 input, page no 2112. - replace o2 mixer assembly if test fails. - replace driver board if problem remains. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.